Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. During equipment testing with the acunav catheter already inserted into the patient, the physician noticed that the catheter probe was not being recognized by the ultrasound system. The physician removed the catheter and rebooted the system; however, the system's functionality was not restored. A new swift link transducer was used to continue and complete the afib. There was a delay of 15 minutes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.